Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Instrument and system log reviews could not be performed due to insufficient procedure dates and event information.

Event description:
It was reported that in a review of patients who underwent da vinci-assisted left hemicolectomy procedures, there was an increased incidence of anastomotic leakage on postoperative day 3 following the facility¿s transition to a third-party powered echelon circular stapler instrument. The third-party stapler instrument was used in conjunction with the sureform 60 stapler instrument, equipped with a green sureform 60 reload. While there were no reported malfunctions with the sureform 60 stapler instrument, the surgeon believes that the combination of the third-party circular stapler and the robotic stapler may have contributed to the anastomotic leakage. The facility has subsequently switched to using a third-party circular stapler tri-staple instrument and have not had any further issues while performing the end-to-end anastomosis. There was no bleeding due to the events. While details regarding the specific medical interventions performed to resolve the anastomotic leaks are unavailable, all patients included in the review have been discharged.